Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had no power. The patient reported there was no damage seen to the battery compartment or battery cap, the pump had not been exposed to moisture and the battery cap was secure and tight. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the black box history revealed that the data from the reported event date was overwritten due to continued pump use. There was no activity outside normal use observed in the pump history. No power on resets were noted in the pump history. The pump alarm history revealed a "low battery" warning on the reported event date. There was no damage found to the battery cap or battery compartment. The battery cap was found to be within specifications. The battery cap was found to tightly secure to the pump with no power issues. The pump was exercised for 24 hours with no power issues. The pump cover was removed and there was no damage or moisture noted inside the pump.